Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level of 598 mg/dl, with ketones (size unknown) a healthcare provider identified as life threatening. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer went to the emergency room (ER) on (B)(6) 2026 and was treated with intravenous fluids of saline. Customer was released from the ER on (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer acknowledged and understood. Ultimately, the customer reverted to an alternate method of insulin therapy.